Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 9 months of support, the pt presented with (B)(6) infections that progressed to renal failure. Due to the process of infection and subsequent deterioration of the pt's condition, the hospital's vad team believed that thrombus may have developed in the pump and that pump function was reduced. The pt ultimately expired due to complications related to infection.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.